Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00109137. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019. Mentor became aware that the date of surgery is (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object.  Capsule formation occurs in all patients in varying degrees.  Capsules range from thin to heavily-thickened.  This phenomenon is referred to as capsular contracture.  The severity of this condition varies with each individual.  Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain.   Conclusion statement:  according to the information provided, and since the product has not been returned, it has been concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object.  Capsular contracture is a known complication associated with these devices as stated in the IFU.  Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Reason for device explant and/or reoperation: bilateral capsular contracture grade iii to IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00109137. It was reported that a (B)(6) female patient underwent unspecified breast surgery with 275cc mentor memorygel breast implant on both sides and was presented with bilateral capsular contracture grade iii to IV. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.